Manufacturer narrative:
Additional/changed and/or corrected data : h.6 device evaluation: visual analysis of the photographs identified: fluid-free device.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted. Photos of the device have been received and reviewed.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.